Manufacturer narrative:
This is an initial report. The meter has been returned and an investigation is in process. A follow-up report will be submitted once the investigation is completed. The actual date when the medical event occurred is unknown.

Event description:
Customer reported a fast draining battery issue with her adc blood glucose meter. She further reported that approximately three weeks prior to calling on (B)(6), 2012 she experienced "dizziness and nausea" and noted she was "emotionally upset" and "was vomiting" due to not being able to test due to the battery issue. Customer self-presented to a healthcare facility where she was diagnosed with hyperglycemia and treated with a saline intravenous infusion, in addition to being given an unspecified amount of insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and an investigation was performed. A fast draining battery was observed. Further investigation of the returned product determined the cause to be isolated to the capacitor. A review of the meter's memory log indicated the customer received one blood glucose reading after (B)(6) 2011 and several time and date resets. Therefore, it appears the customer was not dependent on receiving blood glucose readings from this meter to manage their diabetes. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. (B)(4).